Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The most distal electrode appeared bent. The shaft of the device did not appear to possess any protrusions that might have caught on internal structures. The device was evaluated for deflection errors. The device was found to have an improper lasso diameter in both the relaxed and contracted positions. The lasso was deformed so that it did not form a proper circular curve. In an attempt to recreate the complaint event, a sample catheter was passed through an 8f introducer sheath. The catheter was removed smoothly in the fully relaxed state. The catheter was once more passed through the sheath, and the lasso was contracted prior to removing the catheter. Although the catheter could still be removed, a greater force was required to do so. Upon removal, the contracted lasso formed a deformed shape similar to the contracted lasso of the complaint device. Since the facility stated that they did not have any difficulty inserting the catheter through the sheath, the root cause of the complaint event likely occurred during the medical procedure. The facility stated that the lasso would not contract just prior to the complaint event. As the lasso was able to contract and expand during sss's evaluation, it is likely that an obstruction prevented actuation during the procedure. Based on the investigation, it is likely the lasso was contracted when the catheter was removed from the sheath. Sss's instructions for use state: "do not exert excessive pressure during placement of catheter if unknown resistance is encountered." "Pull thumb knob back prior to insertion or withdrawal." "Prior to insertion or withdrawal, the loop should be fully relaxed (handle grip rotated fully to the left) to reduce tension applied to the nitinol structure." "To avoid potential damage to anatomical structures, do not attempt to pull, insert or withdraw catheter into the sheath, with the loop in a contracted position." The device history record for the returned device indicates that the device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure, the lasso catheter would not resize to the smallest ring to be pulled back through the sheath. A second surgeon was brought into the procedure to assist in removing the catheter. No patient injury was reported by the user facility.